Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event. The right ventricular (rv) lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in the field action, returned product testing found the device did perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2006; 419478, lead, implanted: (B)(6) 2006. (B)(4).